Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02581. The patient has four occipital leads (off-label) from 2 separate lots. It was reported one of the patient's lead had eroded through the skin. The patient was treated with prophylactic oral antibiotics and her leads were explanted on (B)(6) 2013. The physician stated cultures were not taken and he plans to reimplant the patient in a couple of months. The explanted devices will not be returned to the manufacturer.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to met specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.